Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Iol dislocation inside of injector which could not be advanced. Doctor remove the iol and used another injector to implant into eye. Patient health not impacted. The event occurred in (B)(6), there was no impact to patient; however, it was report to local authority by the hospital directly.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable adverse event that occurred outside of the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H3 - inidcated no / device not returned to manufacturer. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned. The investigation was conducted and results noted as listed below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: py-60ad). In addition, research in our complaint database indicated there were not any similar events in the same production lot numbers. The exact root cause was not determined. However, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Iol dislocation inside of injector which could not be advanced. Doctor removed the iol and used another injector to implant into eye. Patient health not impacted. The event occurred in china, there was no impact to patient; however, it was reported to local authority by the hospital directly.